Event description:
It was reported that the port was implanted via the left subclavian in 2001. The pt complained of severe neck discomfort during access and infusion. A dye study showed contrast leaking from the catheter. It was decided to remove the port and catheter. There were no pt complications.